Manufacturer narrative:
Model number/catalog number: sc-8336-50, serial number: (B)(4), batch/lot number: 7039677, model/catalog description: coverage 32 surgical lead kit 50 cm. The explanted devices were not returned to bsn as they were kept by the medical facility. A review of the manufacturing documentation for the ipg and lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient reported to the emergency room (ER) with signs of infection at the ipg incision site. It was believed that physician confirmed that the infection was not device related but it was due to patients post-operative care at home and the recent procedure did not contribute infection. The patient was placed on antibiotics and underwent an explant procedure. The patient was doing well postoperatively.